Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
It was reported the patient experienced a dislodged magnet during an MRI. Revision surgery to replace the magnet was conducted on (B)(6) 2018.